Manufacturer narrative:
Following intervention with the rotarex device to perform a thrombectomy, the device is functioning and remains implanted.

Event description:
A 6x10 viabahn device was implanted in the sfa for treatment of a sfa aneurysm in the left leg. Since the sfa and popliteal arteries were also stenotic, the popliteal artery was stented with a different MFR's device. Two weeks later, the viabahn device occluded. Flow was restored using a rotarex (thrombectomy) device.